Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the second revision surgery mentioned on section b5 was reported under report number: 1020279-2024-02156 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2007, the bicon-plus titanium shell 4-52 non-cem became loose. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the bicon-plus titanium shell and the oxinium fem hd 12/14 32mm +8 were exchanged. Patient underwent a second revision surgery on (B)(6) 2024 (B)(4).

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code, type of investigation, investigation findings). Updated results of investigation: the complaint sample was not returned. No product evaluation could be performed. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A review of the device labeling revealed that the instruction for use (lit. No. 12.23, ed. 03/21) states loosening of implant not related to bone-ingrowth of the component as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. A medical investigation was performed based on the provided surgical report. A definitive clinical root cause for the cup loosening could not be concluded. However, the reported ¿massive migration¿ and histology with abrasion-induced type suggests possible erosion/osteolysis over a length of time which is a known possible occurrence with all joint replacements as addressed in the instruction for use/adverse events. Based on the available information and the provided information, the complaint can be confirmed. The root cause of the reported event remains undetermined. This investigation is considered closed. Should the device or additional information be received, the complaint will be reopened. The need for further actions is not indicated. Smith and nephew will continue to monitor this device for similar issues.